Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus), began experiencing recurring incontinence approximately one year post-implant. The patient stated that he soaked himself completely has to wear undergarments. No recent pelvic trauma or infection was reported. The pump continues to refill and requires compression to void. The patient expressed dissatisfaction, noting his original aus lasted 15 years. He is scheduled for medical evaluation. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus), began experiencing recurring incontinence approximately one year post-implant. The patient stated that he soaked himself completely has to wear undergarments. No recent pelvic trauma or infection was reported. The pump continues to refill and requires compression to void. The patient expressed dissatisfaction, noting his original aus lasted 15 years. He is scheduled for medical evaluation. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.